Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when patient presented in clinic for a post implant check, lead dislodgment issue was observed on the ra lead. Lead was repositioned successfully. Patient was stable.